Event description:
It was reported that the patient experienced a malfunction with an ambicor penile prosthesis. The patient was expected to undergo a revision surgery, but has not been scheduled yet.

Event description:
It was reported that the patient experienced a malfunction with an ambicor penile prosthesis. The patient had the ambicor penile prosthesis removed and replaced.

Manufacturer narrative:
H3 device evaluation the ambicor cylinders, pump and tubing were visually inspected. A leak was identified in the proximal cylinder body of the cylinder 1. This leak was concluded to be attributed to fatigue and would directly affect the functionality of the device. Both of cylinders had broken fabric treads in the cylinder body. The krt was worn to filament; no leaks were found. No damage was identified to the pump. Product analysis confirmed the mechanical issue based on the identification of the fluid leak in the cylinder 1.